Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using three prostyle devices using the pre-close technique via a 12f sheath hole prior to a percutaneous coronary intervention (pci) procedure. Reportedly with all three devices, upon pulling the plunger during step 3, no suture was found attached to the needles. The sutures of two new prostyle devices were successfully pre-placed. The pci procedure was completed using the 12f sheath. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices with reported issue referenced in b5 are filed under separate medwatch report numbers.